Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a blank display. Visual inspection revealed that the display is cracked in multiple places. The damaged display was replaced with a test display, and the display was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a cracked display screen issue. The reporter stated that the crack was just noticed and the pump screen was completely blank but the pump appeared to still be functioning. This report is made based on the allegation of the display issue which was not resolved with troubleshooting.